Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the battery cap is stripped and he was unable to remove it. The customer stated that the battery cap could not be removed with a quarter or a knife. Blood glucose value was 30 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. During troubleshooting, the customer stated that he received a low battery alert and the insulin pump was exposed to water due to dropping a cup next to it. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm was noted. The insulin pump was received with a stripped battery cap coin slot. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked reservoir tube lip.